Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal vault prolapse and rectocele. It was reported that patient underwent implant of mesh on (B)(6) 2007 due to sling erosion. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced mixed urinary incontinence and nocturia.